Manufacturer narrative:
Lot 11565305: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the device migration could not be determined with the information provided.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of a thoracic aortic aneurysm with the implantation of two conformable gore tag® thoracic endoprostheses. According to the report, during deployment the distal tag device (tgu282815j) reportedly moved ~ 1 cm proximal of the intended position resulting in a shorten length of the distal seal zone. The procedure was completed with no additional treatment reportedly performed. Final angiography performed showed exclusion of the aneurysm, no evidence of endoleak and the patient was reported to have tolerated the procedure. On (B)(6) 2017, follow-up imaging showed proximal migration (distance unknown) of the tag device (tgu282815j). On (B)(6) 2017, an additional procedure was performed to treat the migration, whereby an additional conformable gore tag® thoracic endoprosthesis was implanted for distal extension on the tag device (tgu282815j). No further adverse events were reported, and the patient tolerated the procedure.